Event description:
As reported by the user facility: new bag of bivalirudin was hung with a dual sign-off. A few hours later, pump alarmed that it needed more volume, rn(registered nurse) thought they changed the vtbi(volume to be infused) to be 200ml. At 1500 hours the bivalirudin pump alarmed that the infusion was near its end, it was noted at this time that the pump rate was set to 200ml/hr. Vtbi and ml/hr (milliliters per hour) are located on top of each other on the screen and can be easily mistaken. Ml/hr can be manipulated despite this being a medication that is weight based dosing. Pt(patient) received large dose of bibalirudin in short about of time, dialysis completed per poison control and heat CT confirmed new brain bleed.